Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after firing the linear cutter with a black reload, one with seam guard, one without, when unloading the reload from the device the sled of the device came apart from the top of the load. The reload fired properly, staples formed, etc., this just happened when the scrub tech was unloading the reload. The case was completed with corresponding reloads. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the metal pan on the bottom of the cartridge become loose or separate from the cartridge? With gst60t reload, the metal pan came apart from the cartridge. The scrub tech is new and is not familiar with unloading the device.